Manufacturer narrative:
Corrections: section h6 evaluation code method, result, conclusion and component codes. H3 device evaluation summary: medtronic conducted investigation based upon all information received. It was reported that this 980 ventilator had burnt power supply. Additionally, it was noted that the smoke was coming out of the ventilator during training the customer at hospital. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the power supply. The ventilator passed all the testing per manufacturer specifications and returned to customer. The power supply was returned to medtronic for failure investigation. A visual inspection found thermal damage. The original manufacturer of the power supply (xp power) concluded that most likely cause failure would have been a power surge from the hospital main supply leading to the damage to the power supply. The likely cause of the observed conditions determined to be an infrastructure issue with main power of customer site leading damage to bdu power supply. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated to internal investigation medtronic conducted investigation based upon all information received. It was reported that this 980 ventilator had burnt power supply. Additionally, it was noted that the smoke was coming out of the ventilator during training the customer at hospital. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the power supply. The ventilator passed all the testing per manufacturer specifications and returned to customer. The power supply was returned to medtronic for failure investigation. A visual inspection found thermal damage. The original manufacturer of the power supply (xp power) concluded that most likely cause failure would have been a power surge from the hospital main supply leading to the damage to the power supply. The cause of the event was isolated to infrastructure issue. There is an internal investigation for this issue. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator "power supply is burnt" during installation. Additionally, it was noted that the smoke was coming out of the ventilator during training the customer at hospital. The ventilator was not in use on a patient at the time of the reported event.